Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Potential factors that can influence inaccurate delivery/positioning difficulties include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others. In this case, it was reported that the pvl resulted due to suboptimal position as the valve was positioned ¿too low¿. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). In this case, seven weeks post implant a second valve was successfully implanted which reduced the pvl, to mild pvl. No DHR review was conducted for this second valve as the event description does not indicate a potential manufacturing issue. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No additional adverse patient effects were reported.

Event description:
Medtronic received information via a warranty form that following the implant of this transcatheter bioprosthetic valve, the valve was position too low resulting in moderate paravalvular leak (pvl). Seven weeks post implant a second valve was successfully implanted reducing the pvl to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Weight in lbs was omitted in error. A4 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.